Event description:
It was reported that the patient presented for a system implant procedure. After the procedure, the patient had experienced chest pain. One week post implant, a computerized tomography (CT) scan was performed and it was noted the right ventricular lead perforated the heart. It was noted the patient had cardiac sarcoidosis. The lead was explanted and replaced via open heart surgery. There were no patient consequences.